Event description:
It was reported that the customer required intervention by emergency medical services due to low blood glucose levels. The blood glucose reading was 25 mg/dl when the paramedics were called. The customer stated that he woke up with low blood glucose, which he treated with juice and crackers. He napped, and when he awoke, he primed the tubing of the device without checking his blood glucose levels or the amount of insulin left in the reservoir. During breakfast, he did not feel well and passed out. He was treated at the scene with glucose via intravenous drip. He was unsure whether he had removed the reservoir correctly. When he arrived home, his blood glucose reading was 113 mg/dl. He then had high blood glucose due to a possible stomach infection, with a reading of 400 mg/dl. He was treated by emergency medical services. The reservoir showed the same amount as on the status screen. Advised him to consult with doctor and of possible temporary blockage. None else.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.